Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead (ra) exhibited noise episodes and decrease in r wave amplitude. Programming changes were made. The patient was stable and would continue to be monitored.